Event description:
The user facility reported that the temperature/pressure module of the tubing kit ruptured after initiating a bypass procedure. The perfusionist changed out the unit and the case was completed successfully without any further complications. The reported blood loss is estimated to be 200-300cc. There were no reported problems or harm to the pt.

Manufacturer narrative:
Follow up communication with the user facility confirmed that the perfusionist had set the pressure alarm limit on the heart-lung machine at 300-320 mmhg with an over alarm setting at 'pause'. The safety alarm activated at approx 360 mmhg and converted to 'pause' when the device ruptured. The perfusionist indicated that the device is known to withstand pressures above 600 mmhg. Examination of the returned sample did confirm a crack in the device and a gap in the weld area. The device was confirmed to leak when tested. Although the cause of the reported event cannot be definitively determined, all manufacturing personnel have been informed of this report in order to heighten their awareness. In addition, the device supplier has been notified. There were no indications of any production related problems in the device history records. A review of the complaint files confirmed that this lot has not been reported previously. All available info has been placed on file in quality assurance for use in tracking, trending and follow up.